Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that the wqe (work queue element) process failed to associate the offsets to the acquired cbct (cone beam CT) due to the archive process that the customer performed on the patient data sometime before the treatment date. When the archive was completed it caused the structure set (rtss) records to be cleared/set to null and the old study was still pointing to the structure set records. When the sro (spatial registration object) is imported, wqe will check each rtss until it finds the right one and will display an error if the rtss file is not located. Mosaiq did not have any malfunction and is working as designed and intended and based on the available information there has been no mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they have an issue with 3d images not being able to properly manually associate them.